Manufacturer narrative:
The event remains under investigation. Blank fields on the MDR form represent unknown information. If further information is received at a later date, a supplemental MDR will be filed.

Event description:
It was reported that intera pump sn (B)(4), implant date of (B)(6) 2021 had lower than expected residual volumes. The patient was reported to have completed fudr therapy and is currently on heparinized saline. The reporting medical oncologist had planned to switch to glycerol. The residuals were reported as follows: 9/13/2022 10.5 ml, 9/27/2022 9 ml, 10/11/2022 7 ml, 10/25/2022 5.5 ml, 11/08/2022 5 ml, 11/22/2022 4 ml.